Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the patient had left ventricular assist device (lvad) driveline infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The crt-d remains in service.